Event description:
The patient received inappropriate shocks after being hit by a large board in the pacer area. Damage is supected from the external hit. The pacemaker was explanted in 2009

Manufacturer narrative:
The analysis on this device is pending.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
The patient received inappropriate shocks after being hit by a large board in the pacer area. Damage is supected from the external hit.the pacemaker was explanted in 2009.